Event description:
It was reported that the patient underwent a gynecological surgical procedure on unknown date and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal hysterectomy w/bso, anterior colporrhaphy, uterosacral ligament vault suspension and rectocele repair due to 2nd degree uterovaginal prolapse, 3rd degree cystocele, 2nd degree rectocele, sui and chronic cystitis. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, recurrence and dyspareunia. It was reported that patient underwent mesh removal, pelvic irrigation and cystoscopy on (B)(6) 2013 due to status post transobturator tape w/recurrent uti and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urinary retention.